Event description:
It was reported that when an asymptomatic patient presented for lead extraction due to lead noise, externalized conductors were observed. The lead was extracted via laser successfully. Patient condition post procedure was fine.

Manufacturer narrative:
(B)(4). A partial lead measuring 58.7cm was returned in two segments for analysis. External insulation abrasion was noted at 30.9-31.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.5-44.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.9-13.4cm and 8.5-11.2cm from the distal tip. Internal insulation abrasion was noted at 7.3-8.0cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.1-3.2cm, 3.3-3.4cm, 4.0-4.1cm, 4.2-4.3cm, 4.4-4.6cm, 4.7-4.8cm, 5.3-5.4cm, 5.5-5.6cm, 5.8-6.0cm, and 6.3-6.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 3.9-5.9cm from the distal tip, breaching the inner coil lumen. The re sensing conductor etfe coating was abraded at 6.5-6.6cm from the distal tip. This is consistent with the observation from the field of noise.